Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had the tubing to the pump broken. The ipp was explanted and a new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
Updated fields for model number d4, lot number d4, catalog number d4, expiration date d4, unique identifier d4, implant date d6a, concomitant product/therapy c2/d10. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had the tubing to the pump broken. The ipp was explanted and a new ipp was implanted. No patient complications were reported.